Event description:
A peritoneal dialysis registered nurse (pdrn) reported that on (B)(6) 2022 a patient had a pd effluent culture sample obtained. The patient¿s white blood cell count began trending upwards (date and values not provided) resulting in the necessity for the culture draw. The culture came back positive for achromobacter xylosoxidans. The patient was diagnosed with peritonitis. It was suspected that this organism was hospital acquired from a hospitalization the patient experienced (B)(6). As a result of this peritonitis event, the patient was admitted to the hospital on (B)(6) 2022 to have the pd catheter removed and transition to hemodialysis (hd). The patient was discharged on (B)(6) 2022 and is completing in-center hd. The patient is receiving intravenous (IV) fortaz (dose and duration unknown) during the hd treatments. It is anticipated that the patient will return to the surgeon in 2.5 months to return to pd therapy.